Event description:
It was reported that the pump was moving around in the pocket and hence was removed, "but it never really gave her pain relief." Additional information has been requested; a follow-up report will be sent if it becomes available.

Event description:
The health care provider indicated the cause of the event as not beneficial for the patient's pain. The pump and catheter were explanted per the patient's request. The pump delivered hydromorphone.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, lot#: n171012006, implanted: (B)(6) 2009, explanted: unk; catheter model: 8596sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
Additional information noted that the pump was removed in (B)(6) 2010.

Manufacturer narrative:
(B)(4).